Manufacturer narrative:
According to available information, no return of product is intended. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a device replacement procedure for elective replacement indicator (eri), a review of the stored electrograms revealed an episode of atrial flutter that revealed loss of ventricular capture for three seconds. Previously, this system had displayed a high out of range shock impedance measurement, however when tested with a 21 joule shock, normal measurements were obtained. It was thought this was due to a testing or tissue anomaly. The patient reported no adverse symptoms. Threshold measurements were stable despite provocative maneuvers. All measurements were acceptable, however a high out of range shock impedance measurement was obtained. During the procedure, there was a period of no capture which was close to 10 seconds and again, no adverse patient symptoms were reported. A decision was made to induce ventricular fibrillation (vf) with a shock on t method, however a open circuit warning appeared when the 1.1 joule shock was delivered. Electronic testing was performed to asses which leg of the triad circuit was open. In addition, an internal technical service consultant was contacted. It was determined the 21 joule testing that revealed high but acceptable impedance measurements and the reversion of the vf was a result of the shock energy that crossed the fracture. A venogram was performed revealing a subclavian crush fracture and venous stenosis. A wire was introduced via the subclavian puncture and the vein was dilated. An introducer was placed and the right ventricular lead was surgically abandoned and replaced. This device was also replaced. No adverse patient effects were reported.